Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, and the customer resolution and disposition but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that fetal spiral electrode caused damaged to the newborn head.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that fse caused damaged to the newborn head.